Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The result provided were: initial=23.8 pmol/l /repeated=15.2 and 15.0 pmol/l. Laboratory reference range for ft4=9.01 to 19.05 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect free t4 reagent lot 61272ud02. Review of all the information provided by the customer was reviewed. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not performed as returns were not available. There was an increase in complaint activity, however, no related trends were identified. Additionally, in-house performance testing was completed, and all specifications were met which indicates the product is performing as expected. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect free t4 reagent lot number 61272ud02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on one patient. The result provided were: initial=23.8 pmol/l /repeated=15.2 and 15.0 pmol/l laboratory reference range for ft4=9.01 to 19.05 pmol/l there was no reported impact to patient management.